Event description:
It was reported that, "pt complained of pain. Pca stem was well fixed, cup was well fixed, liner was worn through. Osteolysis noted and caused bone to deteriorate. No more info available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR as per hospital policy. If additional info becomes available then it will be submitted in a supplemental report.